Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a 21-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included neuropathy. Previously administered products included for an unreported indication: pill from 2010 to 2014 and paraguard iud. Concomitant products included fluticasone propionate;salmeterol xinafoate (advair) since 1989, insulin glargine (lantus) since 2004, insulin lispro (humalog) since 2004, metformin since 2004 and salbutamol sulfate (albuterol sulfate). In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), hypersensitivity ("allergic reactions"), urinary tract infection ("infection:urinary tract infections"), mood swings ("hormonal changes describe: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), migraine ("migraines/headaches"), headache ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), visual impairment ("vision/eye problems type: stronger glasses needed,"), fatigue ("fatigue"), abdominal pain ("pain: abdominal pain") and anxiety ("anxiety"). On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced dyspareunia ("location of pain: vaginal (during sex)") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, urinary tract infection, headache, fatigue, abdominal pain and dyspareunia had resolved, the genital haemorrhage, depression, hypersensitivity, vaginal haemorrhage, menorrhagia, female sexual dysfunction, migraine, nausea, allergy to metals, dysmenorrhoea, visual impairment, anxiety and weight increased outcome was unknown and the mood swings was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, visual impairment and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 5-dec-2018: pfs received. Reporter¿s information was added. Patient¿s demographics was added. Added event mood swings, abnormal bleeding (vaginal, menorrhagia), apareunia (inability to have sexual intercourse), migraines,headaches, nausea, nickel allergy, depression, anxiety,dysmenorrhea (cramping), abdominal pain, vision/eye problems type: stronger glasses needed, fatigue, location of pain: vaginal (during sex), weight gain, she did not undergo essure confirmation test. Pt updated for infection type: urinary tract infections. Historical drug, concomitant drug were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), hypersensitivity ("allergic reactions") and infection ("infection"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, genital haemorrhage, depression, hypersensitivity and infection outcome was unknown. The reporter considered depression, genital haemorrhage, hypersensitivity, infection and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.